Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred. Additionally, it was reported the touchscreen was cracked and unresponsive. Customer¿s blood glucose level was not impacted. Reportedly, the customer reverted to manual injections for insulin therapy.